Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the investigation has been completed.

Event description:
The user reported that the valve within the manifold is too tight or rigid. The physician had to apply great force to draw contrast into the system. Bubbles were then seen by the user in the system. No harm or injury was reported.